Event description:
Hcp reported pt presented with signs of an infection of the lead track. These include fever, redness, and swelling. Cultures of the lumbar region were obtained and stapylococcus was the organism cultured. The pt does not have meningitis. The pt was treated with IV antibiotics, total device system explant, and drainage-epidural abscess. Hcp reported pt's infection is resolved. Hcp reported pt was evaluated by an infectious disease specialist prior to implant because pt's spouse had mrsa. Pt's prophylaxis was antibiotics.